Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "new classification of crowe developmental dysplasia of hip" written by haiyang ma, yonggang zhou, chong zheng, wenzhe cao, sen wang, wenming wu, shang b29piao, and yinqiao du published by china j orthop trauma,feb.2016, vol.29,no.2 was reviewed for reportability. The article reports on 2 groups of patients that received depuy s-rom femoral components and depuy duraloc and pinnacle cups. Ceramic heads were used in all patients. The adverse events were: dislocation (5) treated with closed reduction, femoral peri-prosthesis fractures (4) treated with open reduction internal fixation, acrotarsium numbness (4 total but 3 self resolved and 1 remaining with no impact on function). The article reports no infection, no revisions and generalized good outcomes.